Event description:
The customer reported the male luer on the alaris primary set broke off inside of the female luer on the hospira extension set during an infusion of an unknown medication. The administration sets were replaced and the infusion restarted without incident. The event occurred in the nicu. There was no patient harm or medical intervention. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.